Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Pa was harvesting a large thigh. She said it was a difficult harvest. When using the device, a piece of fat kept getting stuck to the jaws. She pulled the device out to clear some blood and when she was picking the hemopro tool up to use she noticed that the metal part of the scissors came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25138019, 25138403, and 25138635 the last 3 lots shipped to the account prior to the event date. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Pa was harvesting a large thigh. She said it was a difficult harvest. When using the device, a piece of fat kept getting stuck to the jaws. She pulled the device out to clear some blood and when she was picking the hemopro tool up to use she noticed that the metal part of the scissors came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.